Event description:
It was reported that during a gastrectomy procedure, the device would not staple and would not cut. After loading the first cartridge, the stapler did not cut nor staple upon the first firing. After trying to use unsuccessfully the manual firing button, the surgeon could reopen the jaws with a forceps. He tried to reload the cartridge and to fire again the same stapler but the issue occurred again. Finally, the cartridge was loaded on a new device which worked properly. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.